Manufacturer narrative:
Additional information indicates the lead referenced were never implanted. This device is no longer considered reportable.

Event description:
Additional information indicates the lead referenced were never implanted.

Event description:
It was reported that the patient had their lead explanted on an unknown date for an unknown reason.

Manufacturer narrative:
Date of event is estimated.